Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. After contacting support, the customer received assistance in resetting the pump, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reoccurred, which they acknowledged and understood.